Event description:
It was reported that the device had to be reset during mid case. No patient injury or significant delay were reported. Unknown if there was a back up device available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no damage was observed. Complaint of resetting during performance was confirmed. Unit did fail intermittently during boot up with error message. The error could be caused if the system stopped responding, crashed, or lost power unexpectedly. Product successfully booted up with a known good hdd installed. The complaint investigation has concluded the cause of the failure to be a software error and hdd needs to be recloned. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during a knee arthroscopy, the device had to be reset mid case. There was not a back-up device available to complete the procedure. It is unknown how the procedure was finished. Neither significant delay nor patient injury were reported.